Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log files showed that the ippc (image processing computer) failed to boot. The fse replaced the ippc along with the hard drives, reloaded the software, created a ghost image, and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's image processing computer (ippc) was not booting up. The ippc allows image date generation and processing. The device was in clinical use. No patient our user harm reported. A philips field service engineer (fse) insected the system onsite and replaced the ippc and the hard disks which returned the device to expected functionality.